Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5087472/5087468.

Event description:
It was reported that the patient had difficulty charging the ipg. It was also noted that the patient was experiencing pain in the neck and inadequate stimulation. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted devices were discarded by the medical facility.